Event description:
International customer reported that a tear was noted on the device immediately upon initial activation. The device was removed from service and exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 03/27/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2009-00330 for all associated medwatch reports. The same patient is represented in each medwatch.